Manufacturer narrative:
Product analysis: visual examination identified associated component head grippers are bent laterally and fractured and at the corners of the notch. Visually and optically identified witness marks and deformation on the inside of head grippers, suggesting possible inappropriate instrument release technique. The above observations are consistent with bend stress overload.

Manufacturer narrative:
The device is not returned to manufacturer for evaluation therefore unable to determine definitive cause of event.

Event description:
It was reported that patient with l2 and l4 burst fracture and multiple traumatic injuries underwent posterior spinal fusion (mis). Sagittal adjusting screws were inserted into l1/l3/s for correction. Intra-op, after final tightening, when surgeon tried to remove the extender at right side of l5, the tip of extender broke. The part of it remained in a screw head. After that, the broken part was removed with pliers and it was confirmed that no fragments remained in the patient by x-ray. No patient complications were reported.

Manufacturer narrative:
Submitted product images appear to display associated component (head gripper) is bent laterally and fractured at the corners of the notch.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.